Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable." The alarm was silenced, the settings reviewed, and the clamp closed. The cassette was removed, gently tapped, and the tubing massaged. After replacing the cassette, the alarm persisted. The cassette was removed again, gently tapped, and the tubing massaged once more. Upon replacing the cassette, the alarm still persisted. The pump was powered off. The reservoir volume was 12.8 ml, the infusion rate was 3 ml/hr, a total of 125.20 ml had been administered. The event occurred while in use with a patient, and the patient was not affected.

Manufacturer narrative:
H3, h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.